Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a delayed perforation occurred after a procedure in which a csi orbital atherectomy device (oad) was used. The target lesion was located in the left anterior descending (lad) artery. The physician advanced a csi viperwire guide wire across the lesion and loaded the oad onto it. The physician performed two runs at low speed using the oad. The oad was removed and the physician attempted to deploy a stent across the lesion, but was unsuccessful. The physician loaded the oad back onto the guide wire and performed one run at high speed. Atherectomy was then followed-up with balloon angioplasty and stent deployment. There was a slight dissection present, so the physician post-dilated the area with a balloon. Angiography revealed that the dissection remained, but was not treated any further. The patient left the procedure in stable condition, but returned to the operating room three hours later for pericardiocentesis. A delayed perforation was discovered and the patient status started to decline. The patient expired the following morning. Three requests for additional information have been made, but none has yet been received.